Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
The patient's inflatable penile prosthesis (ipp) reservoir was reported to have migrated from the space of retzius to the pubic area, resulting in discomfort and pain in the lower abdomen and pubic region. A surgical procedure was performed to replace the reservoir, and no further patient complications were observed.